Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were at times under responsive and at other time over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, the audio bolus button was observed to be torn and audio bolus button was unresponsive. There was contamination found under the audio bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.